Manufacturer narrative:
No unexpected button error alarms noted during testing. Intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump was received with minor scratches on liquid crystal display window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she woke up to the insulin pump alarming button error. Customer's blood glucose was 64 mg/dl, treated with juice. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to revert to back up plan. No further information reported.